Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 133 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated that there was a failed battery test and the screen froze on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or frozen screen noted. No moisture damage found inside the insulin pump. We were unable to verify failed battery test due to button/keypad anomaly. The insulin pump was received with cracked case at display window corner, minor scratched and cracked display window.